Manufacturer narrative:
(B)(4). No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, the importance of an accurate deployment. An endoleak was detected 2 to 4 days after evar. A type 1a endoleak was confirmed and a zenith main body extension was implanted to resolve. The etiology of the endoleak is unk because of the limited info that has been provided. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A pt underwent abdominal aortic aneurysm repair on (B)(6) 2010. The pt returned to the hospital over the weekend reporting abdominal pain. A radiologist performed a CT scan that revealed what he believes to be a type iii endoleak; however, the vascular surgeon does not agree. Further imaging to be performed (B)(6) 2010 and the area representative is to meet with the vascular surgeon on (B)(6) 2010 for outcome. Update received (B)(4) 2010: the additional imaging confirmed the presence of a proximal type I endoleak. The physician chose a zenith aaa endovascular main body extension to extend the proximal neck and with ballooning utilizing a coda balloon resolved the leak. Pt condition not provided by the rptr.